Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, one eye of the 8mm endoscope was completely blurry. The procedure was converted to laparoscopic surgery while waiting for another endoscope to be processed for usage. There was no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no other 0-degree scope available at the time of the event. The procedure was converted to laparoscopic surgery with no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported. Upon inspection, the front (negative) lens detached was found on the right eye.